Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, the torque-limiting screwdriver broke. Reportedly, there was no impact to the procedure and the operation was completed successfully. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the shaft at the handle broken off and the tip is strongly wear and tear as complained. We are not aware of any other complaint regarding to this article and lot number, which was manufactured in september 2007. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume, that exceeding applied mechanical overload during tighten or loosening of a blocked screw caused this damage. No product fault could be detected. The article was manufactured according to the specifications.